Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Elevated intraocular pressure after icl implantation was reported. Patient is on steroid drops. Vision is 20/40 with less than a half diopter of residual prescription for cyl and sphere. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted an implantable collamer lens of unknown diopter into the patient's right eye (od) on an unknown date. The lens was exchanged on an unknown date with a same length lens due to elevated intraocular pressure. This resolved the problem. Reportedly via email "she's thrilled. Perfect 2020 ou". H6 - health effect - impact code: 4629. Claim #(B)(4).